Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings. Also found sensor's cannula bent unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
It was reported, the customer had false low alerts on their sensor. Customer stated their insulin pump also shut off from the false low alert, causing the customer's blood glucose to rise. Customer's blood glucose was 236 mg/dl when their sensor was alerting them of a low. Customer also reported a bent sensor upon removal from their body. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.